Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error. Customer does not recall any significant events leading to the alarm. Blood glucose is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.